Manufacturer narrative:
The product was discarded at hospital. The lot number for these devices were not supplied; therefore, further review of the related manufacturing records could not be performed. If further information is able to be obtained, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the doctor, during use of percutaneous introflex sheath introducer, any drug that was administered to the patient while using an introflex introducer was leaking out of the introducer. On the initial report there was no mention of patient status or long term outcome. No further information could be obtained from the customer after three attempts. Patient demographics were not provided. Event date is not known. Device was not returned for evaluation.